Manufacturer narrative:
Covidien reference: (B)(4). The service engineer evaluated the ventilator and verified the malfunction. The se replaced the keyboard, which resolved the issue. The ventilator passed self-testing.

Event description:
Report received that some of the ventilator's keys were difficult to use. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.